Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set leakage event at the site of insertion on 30-jun-2024. The infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).